Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer was taking the pump out of the case the tubing pulled out of the cartridge. Customer's blood glucose level was not impacted. Recommendation was made to load a new cartridge.